Manufacturer narrative:
The biomedical engineer (bme) reported that when doing a patient transfer they are losing patient data. He explained that in the ER when doing transfers from one room to another within the same central nurse's station (cns), the review data goes completely blank with no "data cannot be read" or "data not found". They said that this only happens when using the patient transfer function. When the patient is admitted directly on the cns, there are no issues. All stored wave settings were selected correctly. Tech support (ts) advised that they reboot the cns since this is a irregular issue. This device did have previous boot looping issues based on other tickets however hard drives were replaced. We went ahead and did the reboot but now the cns is stuck in a boot loop. We let the cns loop a few times and it would not get into the application. We attempted to remove the alarm indicator to see if that would resolve the boop looping however it did not. Ts suggested trying to boot the cns into the application without putting it on the network. Ts asked the customer to locate a dummy switch so they can could try to isolate the device. They were only able to locate a laptop that had a network port. We attempted to connect the cns to the laptop however the issue did not resolve. They will be putting a spare in its place. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that when doing a patient transfer they are losing patient data. He explained that in the ER when doing transfers from one room to another within the same central nurse's station (cns), the review data goes completely blank with no "data cannot be read" or "data not found". They said that this only happens when using the patient transfer function. When the patient is admitted directly on the cns, there are no issues. All stored wave settings were selected correctly. Tech support (ts) advised that they reboot the cns since this is a irregular issue. This device did have previous boot looping issues based on other tickets however hard drives were replaced. We went ahead and did the reboot but now the cns is stuck in a boot loop. We let the cns loop a few times and it would not get into the application. We attempted to remove the alarm indicator to see if that would resolve the boop looping however it did not. Ts suggested trying to boot the cns into the application without putting it on the network. Ts asked the customer to locate a dummy switch so they can could try to isolate the device. They were only able to locate a laptop that had a network port. We attempted to connect the cns to the laptop however the issue did not resolve. They will be putting a spare in its place. No patient harm was reported.